Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during treatment of the groin artery with a tea scar patch, there was difficulty inserting the introducer during femoral access. Another manufacturer's introducers were used to dilate the puncture site and the tip broke off when the introducer was pulled out. Due to the plastic plaque and scarring in the femoral artery the tip of the sheeth was difficult to remove and a section of the device remained inside the patient's body. Reportedly the patient experienced additional time in the hospital and pain due to the event.

Manufacturer narrative:
(B)(4). Investigation - a review of documentation, instructions for use (IFU), manufacturing instructions (mi), quality control, trends and a visual inspection of the complaint device was conducted for the purpose of this investigation. One used/damaged device was returned for investigation. The device was completely separated into 2 segments. The proximal segment was measured to be 49.5 cm, and the distal segment was measured at 7 cm. The sheath tubing displayed signs of elongation and was frayed at the separation site. The proximal end of the distal segment was wrinkled/pinched closed around the exposed coil. Also, the edges of the distal tip (on the distal segment) were distorted. Work order could not be reviewed for nonconformance due to a lot number not being provided. Without a lot number a search for additional complaints was not conducted. Instructions are in place to examine and verify the device for any nonconformities. Per IFU, "sheath removal: insert wire guide at least 10 cm past the tip of the sheath. Insert the introducer dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Remove the wire guide." The IFU also includes the following warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." A review of documentation found no evidence to suggest the device was not manufactured according to specifications. Based on this evaluation and the current information available, it is feasible to suggest that the patient's condition (plastic plaques in the a. Femoralis and/or scar tissue) could have contributed to damaging the device and/or caused resistance during removal, thus leading to the reported failure mode. A quality engineer risk assessment was performed to assess the risk of this failure mode. The conclusion of the risk assessment has not changed, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
It was reported during treatment of the groin artery with a tea scar patch, there was difficulty inserting the introducer during femoral access. Another manufacturer's introducers were used to dilate the puncture site and the tip broke off when the introducer was pulled out. Due to the plastic plaque and scarring in the femoral artery the tip of the sheath was difficult to remove and a section of the device remained inside the patient¿s body. Reportedly the patient experienced additional time in the hospital and pain due to the event.

Manufacturer narrative:
(B)(4). Investigation- a review of documentation, instructions for use (IFU), manufacturing instructions (mi), quality control, trends and a visual inspection of the complaint device was conducted for the purpose of this investigation. One used/damaged device was returned for investigation. The device was completely separated into 2 segments. The proximal segment was measured to be 49.5 cm, and the distal segment was measured at 7 cm. The sheath tubing displayed signs of elongation and was frayed at the separation site. The proximal end of the distal segment was wrinkled/pinched closed around the exposed coil. Also, the edges of the distal tip (on the distal segment) were distorted. Work order could not be reviewed for nonconformance due to a lot number not being provided. Without a lot number a search for additional complaints was not conducted. Instructions are in place to examine and verify the device for any nonconformities. The device is shipped with an instruction for use (IFU) that describes the intended use; specific items are addressed such as: "sheath removal: 1. Insert wire guide at least 10 cm past the tip of the sheath. 2. Insert the introducer dilator over the wire into the sheath. 3. Withdraw the sheath and dilator as a unit. 4. Remove the wire guide." The IFU also includes the following warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." A review of documentation found no evidence to suggest the device was not manufactured according to specifications. Based on this evaluation and the current information available, it is feasible to suggest that the patient's condition (plastic plaques in the femoral artery and/or scar tissue) could have contributed to damaging the device and/or caused resistance during removal, thus leading to the reported failure mode. A quality engineer risk assessment was performed to assess the risk of this failure mode. The conclusion of the risk assessment has not changed, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
International customer reported that a patient was undergoing a femoral artery access procedure for "treatment of the groin artery with a tea scar patch" using a flexor raabe guiding sheath in combination with another manufacturers' introducer. The physician encountered difficulty inserting the introducer to dilate the access site. Due to the plastic plaque and scarring in the femoral artery the tip of the sheath was difficult to remove. A section of the tip broke during removal of the device and the section of the device remained inside the patient¿s body. The patient underwent an unspecified surgical cut-down to retrieve the retained fragment. The patient reportedly experienced pain and an extended hospital stay. No further information was provided.